Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed that the device failed the leak test. The light guide cover glue was found peeling, and the probe unit was cut and leaked. The bending section cover glue was chipped, and there were multiple broken elements from the ultrasound image. The switch button #1 was cut. The elevator channel inlet was loose. The light guide tube was buckled. There was a play on the angulation control knobs and a leak was also noted under the control knobs. The device was serviced and returned to the user facility. The investigation is still ongoing and if new and relevant information is received later this report will be updated accordingly.

Event description:
The customer reported that there was a leak from the ultrasound tip. No patient injury reported. This MDR is being submitted based on the evaluation results of the returned device. The evaluation found that the adhesive from the distal end (c-body) was peeling off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the adhesive peeling at the distal end likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.